Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was then successfully inflated to nominal pressure and subsequently to rated burst pressure with a satisfactory performance of the balloon. Full and stable balloon inflation was observed during the examination. The crimped stent fully expanded on the balloon with the proximal end of the stent still evidently damaged. The balloon was then deflated with the deflation time within the specified performance time per the product specifications. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile. There was no evidence to suggest that the lumen had any blockages that could have compromised the performance of the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 06nov2014. It was reported that failure to deploy stent occurred. A 28 x 3.00 promus premier¿ drug eluting stent was advanced to treat the lesion but the stent did not open correctly and remained crimped on the inflation balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.